Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump battery could not be charged. It was also reported that the pump's alarm sound was not annunciating. Lastly, it was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. No additional information was provided and the customer declined further troubleshooting with tandem technical support.